Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. We got a call from a flowflex plus customer that is having an issue with 2 flowflex plus covid 19 and flu a/b antigen test kits. The customer has just purchased 2 flowflex plus kits from walmart, so this is an out of box issue. The customer performed 1 flowflex plus test yesterday and was negative for all panels. The customer had followed up with his doctor and tested positive for flu. The customer claims that the test performed yesterday, was inaccurate yesterday because it was negative result. The customer has thrown away the test cassette and cannot send a picture of it. The customer does not trust the second kit that is unopened and is the same lot & expiration. Customer is requested it be replaced. I advised the customer I need to forward the info to the acon complaint team.